Event description:
Report of a pca event, where a 30 ml syringe with 30 mg of hydromorphone infused over 15 minutes. The patient was transferred to the intensive care unit and started on a narcan infusion, with no permanent harm. Review of the device event log showed that the user selected the wild card choice (__mg / __ ml) from the menu to program the infusion, rather than the available choice of 30mg/30ml. The user entered a drug amount of 0.1 mg and a diluent volume of 35 mls, which resulted in a concentration of 0.003 mg/ml. The user then bypassed the guardrail warning that the concentration was below the limit of 0.2 mg/ml, continued with the programmed concentration and selected an infusion mode of pca dose 0.05 mg, continuous dose 0.05 mg/h, with a lockout interval of 10 min. The user then changed the pca dose from 0.05 mg to 0.1 mg and started the infusion. The log shows that a monoject 35 ml syringe was selected with an estimated volume of 27.30 mls. The calculated flow rate for the continuous part of the infusion mode was 17.24 ml/hr (o.o5 mg/h). The user then changed the continuous dose parameters from 0.05 mg/h to 0.1 mg/hr, effectively changing the continuous flow rate from 17.2 to 34.5 ml/hr. The infusion was restarted, a pca dose was requested and the device delivered the remaining volume.

Manufacturer narrative:
Manufacture's report date: 08/17/2006.